Manufacturer narrative:
(B)(4), method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. The surgeon decided to remove the lens and implant an anterior chamber lens. Possibly due to a broken capsule. The lens was thrown away.